Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one week post-implant follow-up, high out of range pacing impedance, along with high pacing thresholds, were exhibited with this left ventricular lead system. Although no x-ray was taken to confirm root cause, the physician suspected the lead has dislodged. No intervention is planned at this time and no adverse effects have been reported.